Event description:
Caller states customer had low blood glucose symptoms with result of 23 mg/dl obtained on the aviva system. Caller treated the customer with icing, juice, honey, coke, and sugar. Caller reports immediately re-testing the customer on the aviva system after treating him and obtaining result of 463 mg/dl (caller claims she had icing on her fingers when this result was obtained). Customer then received the following results on the aviva system within 10 minutes: 30 mg/dl, 33 mg/dl, 81 mg/dl, and 90 mg/dl. Customer's current condition is improved. Requested return of suspect device and replacement was sent.